Event description:
The clinician reports that the day the implant was placed in ada 18 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved and implant surface not completely covered with bone. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.